Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was no visible slit on the devices' removable suture wing. It was stated that they need to open the wing by scalpel before use. There was no reported patient involvement.